Manufacturer narrative:
Should additional information become available a supplemental record will be filed. There is no malfunction associated with the injury allegation. User¿s manual review (1148115 rev. B, page 8) individuals that use the stand assist sling must be able to support the majority of their own weight, otherwise injury may occur. Do not attempt to transfer without the approval of the patient¿s physician, nurse or medical assistant. Thoroughly read the instructions in this owner¿s manual, observe a trained team of experts performing the lifting procedures and then perform the entire lift procedure several times with proper supervision and a capable individual acting as a patient. Invacare stand assist and transfer slings are specifically designed to be used in conjunction with invacare patient lifts. Slings and accessories designed by other manufacturers are not to be utilized as a component of invacare¿s patient lift system. Use the sling that is recommended by the individual¿s doctor, nurse or medical assistant for the comfort and safety of the individual that is being lifted.

Event description:
Reporter stated states they just received her husband's lift on (B)(6) 2016. Reporter stated her husband came home from a rehab facility on (B)(6) 2016. Reporter stated the lift allegedly tipped over causing her husband to fall to the floor and the lift to fall on top of him. Reporter stated she was going from the recliner to the wheelchair and on her way to the wheelchair, the lift allegedly fell over. Reporter stated the she had to call an ambulance to take him to the ER due to him being on aspirin and plavix. The hospital recommended putting him in a rehab facility to help him to continue to recover from his stroke due to he has balance issues. Reporter stated her husband was checked over to make sure he does not have any internal bleeding or brain injuries from the fall. Reporter stated the tests determined he did not hit his head in the fall. Reporter stated she was on the hardwood floor, no thresholds or anything. Update from 03/28/2016 added by consumer affairs: reporter stated her husband is very unstable after 4 strokes and she thinks he fell over with the lift after losing his balance. She said she ordered it online and her and her son put it together. Invacare advised need to have the lift serviced and make sure it is put together properly and then work with the physical therapist to see if it is the right lift for her husbands needs. Reporter stated is back in the rehab center for now and cannot walk on his own or stand on his own. Reporter stated has the stand assist sling now and doesn't think it is the right sling for him. For now they are not using the lift and he is in the rehab center and not living at home yet.

Manufacturer narrative:
(B)(4). Should additional information become available a supplemental record will be filed. End user physician verified incorrect lift being used for the end user's needs; no malfunction alleged. Per the user manual, the end user must be able to support the majority of their own weight. Physician stated that the end user is not able to bear any of his body weight. (B)(4). Should additional information become available a supplemental record will be filed. There is no malfunction associated with the injury allegation. User¿s manual review (1148115 rev. B, page 8) individuals that use the stand assist sling must be able to support the majority of their own weight, otherwise injury may occur. Do not attempt to transfer without the approval of the patient¿s physician, nurse or medical assistant. Thoroughly read the instructions in this owner¿s manual, observe a trained team of experts performing the lifting procedures and then perform the entire lift procedure several times with proper supervision and a capable individual acting as a patient. Invacare stand assist and transfer slings are specifically designed to be used in conjunction with invacare patient lifts. Slings and accessories designed by other manufacturers are not to be utilized as a component of invacare¿s patient lift system. Use the sling that is recommended by the individual¿s doctor, nurse or medical assistant for the comfort and safety of the individual that is being lifted.

Event description:
Update from consumer affairs on 04/13/2016: the dealer went out and determined that the lift was in good working order and did not malfunction. The doctor has since determined this is not the right lift for the patient as his needs have changed and he is not able to bear any of his body weight. File will be updated if new information becomes available reporter stated states they just received her husband's lift on (B)(6) 2016. Reporter stated her husband came home from a rehab facility on (B)(6) 2016. Reporter stated the lift allegedly tipped over causing her husband to fall to the floor and the lift to fall on top of him. Reporter stated she was going from the recliner to the wheelchair and on her way to the wheelchair, the lift allegedly fell over. Reporter stated the she had to call an ambulance to take him to the ER due to him being on aspirin and plavix. The hospital recommended putting him in a rehab facility to help him to continue to recover from his stroke due to he has balance issues. Reporter stated her husband was checked over to make sure he does not have any internal bleeding or brain injuries from the fall. Reporter stated the tests determined he did not hit his head in the fall. Reporter stated she was on the hardwood floor, no thresholds or anything. Update from 03/28/2016 added by consumer affairs: reporter stated her husband is very unstable after 4 strokes and she thinks he fell over with the lift after losing his balance. She said she ordered it online and her and her son put it together. Invacare advised need to have the lift serviced and make sure it is put together properly and then work with the physical therapist to see if it is the right lift for her husbands needs. Reporter stated is back in the rehab center for now and cannot walk on his own or stand on his own. Reporter stated has the stand assist sling now and doesn't think it is the right sling for him. For now they are not using the lift and he is in the rehab center and not living at home yet.